Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dim and difficult to read for the past few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed an unresponsive vibratory motor. Voltage was applied to the vibration motor contacts, however, the motor remained unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.